Manufacturer narrative:
Three smiths medical cleo® 90 infusion sets were returned for analysis; one (1) sample was received in used conditions, one (1) sample was received in unused conditions and one (1) white cap was received with adhesive stuck in the top without its original package. Under visual exam two (2) samples had the skin adhesive stuck to the white cap and one (1) sample did not have the skin adhesive. Relevant documents were reviewed and deemed adequate and correct. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance". Training records and operations were reviewed and found certified. A sample of 32 units from the production floor was reviewed with no discrepancies detected. Based on the evidence production personnel did not detect the missing skin adhesive on the inserter.

Manufacturer narrative:
It was reported on (B)(6) 2017 that the event happened "within the last 10-15 days". The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the adhesive of a cleo® 90 infusion set was missing from the set. The patient noticed the issue when the set fell off due to the lack of adhesive. The patient's blood glucose levels were over 300mg/dl at the time of the event. Patient administered an insulin injection in order to address the high blood glucose levels. No permanent injury was reported. See MFR: 3012307300-2017-01035, 3012307300-2017-01038, 3012307300-2017-01039, and 3012307300-2017-01040.